Manufacturer narrative:
Correction: product, device lot number, manufacture date and related fields updated to proper values.

Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. No parts have been returned for evaluation. No parts have been returned for evaluation.

Event description:
A medtronic representative reported that while in a cranial biopsy procedure the screw on the base of the biopsy guide was loose. An attempt was made to tighten the screw, but it did not work. The screw was tightened forcefully on the stand and the other screws were adjusted. The procedure was completed with the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.